Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up. Upon interrogation of the pulse generator, it was discovered that the atrial lead exhibited noise oversensing in a short episode. The right ventricular lead also exhibited low lead impedance and loss of capture in bipolar configuration. The pacing was possible in the unipolar configuration. The leads were reprogrammed and the patient was in stable condition. Related manufacturer reference number: 2938836-2019-02281.